Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) underwent a cardioversion for atrial fibrillation which resulted in residual energy on the right atrial (ra) lead causing an increase in pacing impedances. However, impedances were still within normal range. Additionally, it was noted there was noise which was a result of the respiratory rate trend (rrt) signal which was not oversensed. Technical services discussed programming options and turning off the rrt signal. The ICD and ra lead remains in service. No adverse patient effects were reported.